Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Device interrogation revealed loss of capture of the left ventricular lead and loss of capture and sensing of the atrial lead. Both leads had dislodged. On (B)(6) 2019, the lv lead was explanted and replaced and the atrial lead was able to be repositioned. Patient was stable post procedure.